Event description:
Reportable based on analysis completed on (B)(6) 2025. It was mentioned that versacross connect access solution for faradrive was selected for pulse field ablation. During the procedure, it was mentioned that when rf wire was advanced to the superior vena cava and versacross connect dilator/sheath system was attempted to advance over the wire, resistance was noted. Thus, when rf wire was removed, a small kink was noted on the proximal end of the rf wire, due to which the dilator and the sheath was not able to be advanced. Thus, the device was replaced and the procedure was completed successfully. However, analysis revealed that the rf wire had its insulation damaged.

Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and found to be kink and have ptfe bunching and ptfe flaring at proximal end of wire. Furthermore, during functional test, the rf wire was unable to advance into the dilator due to bunching/flaring. Finally, the device passed dimensional test, since it was under specification. The reported allegation of kink is confirmed through product return. Rf insulation damage and flaring on proximal end were also observed.